Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. The low blood glucose cause was not known. Customer consumed carbohydrates to address blood glucose. Tandem technical support (cts) stayed on the phone with the customer until their blood glucose level reached 90 mg/dl. The recommendation was made to contact tandem technical support if they require further assistance. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.